Event description:
The customer used the device to check their blood glucose at home and obtained a result of 417mg/dl. They called their doctor and were instructed to go get a lab test. They went to a lab about fifteen minutes later and their glucose was 220mg/dl. Upon returning home in thirty minutes they used their device again and the result was in the 400's mg/dl. Level 1 control was run on the system and the control was in range. The device was replaced and requested to be returned for eval.